Event description:
It was reported the device displayed error code 1260 and a clock battery error. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the top rear label was missing upon receipt. Error code was found in the ehl (event history log). The customer reported problem was duplicated during the investigation. Root cause of the reported event is unknown, but the microprocessor unit board (mpu) was found to be faulty. It is recommended that the microprocessor unit board be replaced. The returned product is beyond 20 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 4 years and there was no indication of a service issue during the investigation, corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.

Event description:
Additional information was received indicating that the event occurred during testing; there was no patient involvement.

Manufacturer narrative:
Other text: additional information was received indicating that the event occurred during testing; there was no patient involvement.